Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "lap chole". Incident description: "clip fired properly at first, (approx 5 fired) then the clip got jammed in the jaws. When fired the clip would not close fully. Surgeon fired the clip. He expressed the malfunction took place at a critical time of the procedure and could have been a disaster. Another clip applier was opened to finish the case and worked as intended." Additional information was received via email from account manager, on wednesday (B)(6) 2018 at 10:42 am. "The clip did lad into the jaws upon actuation but didn't close the clip. The trigger was squeezed plastic to plastic. The surgeon fully skeletonized the vessel prior ti using the instrument." Patient status: "no patient injury".

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the feeder, a metal component located in the shaft, was damaged. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged feeder. The instructions for use (IFU) states "do not place the clip applier through the trocar if a clip is present in the jaws. Doing so may result in damage to the device..." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.